Event description:
Per manufacturer quality technician, companion 2 driver was connected for for five days to power to let emergency battery to charge for routine service. Driver failed step op 070 on service shop order due to observed emergency battery error. Incoming inspection could not continue.

Event description:
Per manufacturer quality technician, companion 2 driver was connected for for five days to power to let emergency battery to charge for routine service. Driver failed step op 070 on service shop order due to observed emergency battery error. Incoming inspection could not continue.

Manufacturer narrative:
Device history record (DHR) review confirmed that companion 2 driver s/n (B)(6) was serviced and passed all functional testing prior to being released to finished goods. Alarm history and patient data file review found battery error alarm. Visual inspection of internal components found no abnormalities. Visual inspection of external components found no abnormalities initially, however, during additional testing, capacitor damage discovered on power management board. Companion 2 driver failed functional testing for acceptance at incoming inspection due to emergency battery error. Additional testing included evaluating the battery using gas gauge evaluation software where no permanent faults were found, however, it was observed that the cells were imbalanced with cell 1 displaying cell under voltage flag. Battery was replaced with new unit from stock and left to charge over the weekend. Upon startup, emergency battery error was still displayed. Further investigation revealed a blown capacitor on power management board. Replacement board from stock was installed along with original emergency battery. Driver still booted up to emergency battery error, however this was due to the emergency battery having a severe cell imbalance. As a result the emergency battery was replaced. The unit was able to pass all subsequent testing with the replacement board and battery installed. Customer complaint was replicated during testing. Failure investigation for this complaint confirmed the reported issue from alarm and patient data file review, in addition to observation of damaged capacitor. The customer complaint was replicated during functional testing; the root cause of the reported battery failure was determined to be a blown capacitor on the pcb assembly power management board. Failure investigation identified no other test failures or damage that could have contributed to the event. Device was not in patient use at time of complaint. This issue will be monitored and trended as part of the customer complaint process. Syncardia has completed its evaluation and is closing this file. If new or additional information is received in the future, syncardia will file a follow-up MDR.